Event description:
It was reported that the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% luer tip was found "distorted" before use. The following information was provided by the initial reporter: "distorted barrel tip".

Manufacturer narrative:
Investigation: one sample was received, it has the plunger rod-rubber stopper, the tip cap, solution and barrel label. The barrel tip is deformed. Additionally, two photos were provided, the syringe¿s tip deformed and the barrel label. The syringe was misplaced in the metal tray; the upper tray layer(s) got on top of the syringe tip inducing the luer tip deformation. The program was verified as well as the high sensor, they were functioning properly. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect possible root cause, loading trays for sterilization process.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% luer tip was found "distorted" before use. The following information was provided by the initial reporter: "distorted barrel tip."